Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Additionally, the rv lead triggered alerts for undefined high pacing impedance and noise. The patient received inappropriate therapy due to oversensing-noise episodes. The rv lead also exhibited decreased r-waves. The rv lead was turned off and remains implanted/ in use. No further patient complications have been reported as a result of this event.